Manufacturer narrative:
Additional information, correction: a medtronic representative reported that there was no patient present when the reported issue occurred.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Visual inspection found that the tip of the probe was bent and that a high divot error occurred during functional testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the probe used in the procedure was bent. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.